Event description:
It was reported that the customer received a button error alarm on the insulin pump. Prior to the alarm, the customer was changing the infusion set, changed the battery and then received the alarm. The customer's blood glucose was 96 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.